Manufacturer narrative:
(B)(4). Only event year known: 2020. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: how was the bleeding controlled? Unknown. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? Unknown. Was the patient receiving any anti-coagulation therapy post-operatively? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Normal leakage patient treatment on hospital ward, no further details on extended hospital stay or possible re-operations. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the instrument didn't form the staple line at all; nice donuts was cut but the staples were fully open and didn't form the staple line. Patient suffers full leakage.